Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a proglide device with a 6f sheath after an unspecified procedure. Reportedly, after the patient was discharged the patient presented with the feeling of heavy legs when walking. The ankle brachial index value was low; therefore, contrast radiography was performed. Stenosis was confirmed about 35 mm central side from the puncture site, the vessel was incorrectly sutured with proglide device. A reconstructive operation was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported back wall stitch could not be determined. The reported patient effect of stenosis is a known inherent risk of the procedure. The patient effect of claudication and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that on (B)(6) 2018, an arteriotomy closure of a right common femoral artery was achieved using a proglide device with a 6f sheath after an embolization cerebral aneurysm procedure. The proglide device was positioned at a 45 degree angle during insertion into the anatomy. Reportedly, after the patient was discharged on (B)(6) 2018, the patient presented with the feeling of heavy legs when walking on (B)(6) 2018. It was confirmed that the suture was stitched to the back wall. On (B)(6) 2018, the suture was removed surgically. No treatment was performed to close the artery as the puncture site was "cured spontaneously". Condition of stenosis improved. No additional information was provided.